Event description:
It was reported that there was apparent oversensing in right ventricular (rv) tip to rv coil configuration. This could not be reproduced in clinic or by attaching the rv lead to the analyzer. The physician decided to explant and replace the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.